Manufacturer narrative:
Device eval: one device was returned for eval. Contamination larger than the spec was confirmed. No root cause was determined. The device history record was reviewed and no related exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The dist reported that a foreign object was found in the fluid path of a luer connection in the kit. This was identified during their initial inspection of rec'd product. The device was not sent to a user facility.